Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.